Event description:
Packaging issue. While opening the pouch, the implant has been ejected from the pouch. There was pt involvement, but no adverse consequence reported.

Manufacturer narrative:
Summary of evaluation: the product was not sent back. Only an historical data analysis permitted to identify this was an isolated incident. Although the root cause cannot be determine, it is either an isolated packaging incident or user error. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.